Event description:
Allegedly, reporter became aware of some nitrx complaints from a surgeon in (B)(6) however, no information about the complaints were given to reporter. Microport orthopedics vp r&d prod. Development stated that he received a phone call from mike shatzer(sales rep) saying that a doc in idaho had a few patients come back in with painful, swollen knees. He contacted the rep to see if he could get more details. He asked a series of questions that he did not know the answer. No part/lot numbers are given and it has not been indicated how many events/patients have occurred regarding these issues. Additional information received on 10/05/2022: a total of 8 complaints were received with all relevant information included in each incident form. The 7 remaining complaints are captured under different microport incident group numbers. Allegedly, recurring knee effusion. No infection to date. It was confirmed that each of these patients were seen for follow-up appointments to address inflammation in their knees. The surgeon confirmed that none of the patients had infections and that their knees had fluid buildup that was drained. The surgeon has not been able to determine if these events were caused by an alleged deficiency/failure against these devices or if they were caused due to patient conditions. It is indicated that there is no access to information regarding each patient's condition, activity level, medical history, etc. Incident form received contains two evolution® mp cs inserts and two advance® onlay all-poly patella however only one insert (eis6s10r) and only one patella (lot: 1848258) are indicated as a revised components. Components not revised: product ID: efsan6pr, evolution® nitrx? Fem cs/cr nonpor tinbn coated size 6 primary right, lot: 1853764, qty:1. Product ID: etakn6sr, evolution® nitrx? Tib keeled nonpor tinbn coated size 6 primary right, lot: 17793341854578, qty:1. Product ID: k0001288, advance® evolution® pin pack 3 long & 2 collared sterile, lot: 1858766, qty:1. Product ID: eis6s12r, evolution® mp? Cs insert size 6 standard 12mm right, lot: 1889755, qty: product ID: kpontp32, advance® onlay all-poly patella 32mm tri-peg, lot: 1885943, qty:1.